Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the visual inspection of the returned extraction screw has shown that the threaded tip section is completely broken off as complained. The broken off portion was not returned for investigation. Dimensional inspection: because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material (1.4123) was used and that the hardness was with 592 - 598 hv10 within the specification of 600 +/-20 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. We can only assume that too much lateral force was applied during this procedure which has finally led to this breakage. Since no originally fault was found during investigation, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part:03.010.411, lot: 9948820, manufacturing site: bettlach, release to warehouse date: 25 may 2016, expiry date: 01.aug.2026 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: hwb. Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, during loan kit inspection, it was found that the end of an extractor blade has snapped off. This complaint involves one (1) device. This report is for one (1) extractscr f/pfna blade. This is report 1 of 1 for (B)(4).